Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. No medical records have been made available to the manufacturer. Images were provided and a review of the images is currently underway. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter legs were allegedly crossed; however the filter fully expanded without additional manipulation. The filter remains implanted. There was no reported impact or consequence to the patient.